Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high ketones and a blood glucose (bg) level of 340 mg/dl. Reportedly, the infusion set became disconnected from the customer while the customer was sleeping. Customer required assistance addressing the issue with manual injections. The infusion set brand and manufacture was not provided. Multiple attempts were made to follow up with the customer, however, a response was not received.